Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, an expandable corpectomy device (ecd) and vectra plate were implanted for a c7 tumor. The patient developed myelopathy due to malposition of the implant. On (B)(6) 2013, the surgeon performed a revision surgery to implant a cage, plate, and larger diameter screws. A scan showed the tumor was then also in t1. The operation was a corpectomy at t1 then an ecd from c6 to t2 followed by plating between those two levels. An x-ray taken showed the cage was wrongly positioned. The cage was repositioned. A 75mm plate was attached and two screws were implanted. The surgeon needed to remove the vectra plate as it was too short. He attempted to use the removal instrument but could not get it to engage properly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The surgeon used bone nibblers to pull the plate out of t2 and then to close the patient. This is report 3 of 3 for complaint (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.